Event description:
The technician alleged the brake linkage was broken.

Manufacturer narrative:
The technician replaced the brake linkage to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.